Event description:
Ethicon harmonic hd 1000 shears used for laparoscopic adhesion repair. During procedure received alarm 'malfunction clean instrument tip'. Removed shear from patient to find small portion of black tip was missing. Patient opened for additional adhesion repair and cavity searched, unable to find tip. Lot # u95e1u. FDA safety report ID # (B)(4).